Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Did not notice any external damage. The customer stated problem was not verified. The device was downloading software to update to the current time and date and charged the pump up to 4 days. After power down and power up, it founds no issue with battery power and therefore, no fault found. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported an alarm "unusable batteries. Pump will not run". The device had brand new batteries. No patient injury was reported.

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: the report was submitted in error., corrected data: corrected information provided in h10.